Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Concomitant medical products: medical product: unknown. Concomitant medical products: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient was experiencing pain while using spinal pak stimulator. The patient says that after wearing the unit for about 24 hours, she woke up the next day with a headache; an extremely bad headache. The patient took off the stimulator that day. The pain was on her forehead and back of shoulders. The pain was below the skin. The pain rated the pain level as a 10 on a scale of 1 to 10, with 10 being the highest. The patient had the pain for about 12 hours after she took off the stimulator. The patient had not increased her daily activity. The patient did not speak to her doctor. It was reported that no further information is available.

Event description:
It was reported by the patient was experiencing pain while using spinal pak stimulator. The patient says that after wearing the unit for about 24 hours, she woke up the next day with a headache; an extremely bad headache. The patient took off the stimulator that day. The pain was on her forehead and back of shoulders. The pain was below the skin. The pain rated the pain level as a 10 on a scale of 1 to 10, with 10 being the highest. The patient had the pain for about 12 hours after she took off the stimulator. The patient had not increased her daily activity. The patient did not speak to her doctor. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added. D9: device availability added. G1: contact office updated. G2: report source added. G3: date received by manufacturer added. G6: type of report added. H2: follow up type updated. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: type of investigation updated to 3331: analysis of production records. H6: type of investigation updated to 4114: device not returned. H6: type of investigation updated to 4119: insufficient information available. H6: investigation findings updated to 3221: no findings available. H6: investigation conclusions updated to 4315: cause not established.